Manufacturer narrative:
(B)(4). D10: 145132, maxim ps femoral component , 365040. 141314, maxim modular finned stem, lot: 765220. 141213, maxim primary tibial plate, 002650. 11-150840, biomet all poly patellar button, lot: 571730. Unknown, palacos cement, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka in their left knee. Subsequently, about 26 years later, the patient contacted the manufacturer to report that they had been experiencing constant pain, clicking, and intermittent swelling. No surgical or medical interventions were reported yet regarding these symptoms. Attempts have been made, and no further information has been provided.